Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. Visual examination revealed that the tubing was cut down to the pump block; therefore, it was not returned for analysis. The pump passed leakage and functional tests. Based on the information available and analysis results, the reported clinical observation of mechanical issue and a crack in the connecting tube could not be confirmed.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was noted. The pump was removed and replaced. There were no patient complications.